Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm) (380647-27) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. It was confirmed that error 23087 occurred on the usm due to the degrees of freedom (dof) 8 lens on the instrument sterile adapter (isa) had debris. The isa would be replaced as a fix. It was noted the mirrors looked okay. The usm was driven in normal mode with no issues. The usm was tested on the patient side cart fixture test platform (pftp) and passed the direction, lissajous, friction, brake release, brake hold, advanced brake, carriage switches, and sine cycle tests.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a repeated recoverable error was observed. The technical support engineer (tse) reviewed live logs and identified multiple 23087 errors pointing to universal surgical manipulator (usm) 4 axis 7. The clinical sales representative (csr) asked the tse if usm4 can be disabled if the error returns. The tse stated if usm4 is disabled, the surgeon would not be able to use it until the system is power cycled. The csr stated that the surgeon only needs three arms to finish the case. The tse suggested to perform a psc hard power cycle if error returns while using all four arms. The tse informed csr that the error may return even with a psc hard power cycle. Customer was continuing with case with system as is. The procedure continued as planned with no reported patient harm or injury.